Manufacturer narrative:
The customer performed a visual inspection of the samples and no abnormalities were found. The field service engineer replaced the ise sipper nozzle and tubing. The customer performed calibration, qc, and precision testing with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 cl results for three patients tested on a cobas c 501 module. Prior to patient testing, the customer confirmed qc was within the acceptable range. (B)(6). The customer determined the repeat results were correct. For patient 1, a corrected report was provided for cl. The cl electrode lot number and expiration date was requested but not provided.

Manufacturer narrative:
The investigation reviewed the customer's last calibration on 08-mar-2022 and the results were acceptable. The customer's qc results and the sample centrifugation speed were requested but not provided. The investigation reviewed the system alarm trace and did not find any abnormalities. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.